Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a telemetry anomaly. Telemetry could not be established until after the device was explanted from the patient.